Event description:
Patient in ambulatory surgery center for leep cone biopsy of cervix. During procedure as md was using loop to excise specimen, md pressed cautery foot pedal and loop broke off; loop appeared intact; no injury to cervix or pt. Patient discharged later the same day.